Event description:
The customer reported that his blood glucose reached "high" (greater than 27.8 mmol) (greater than 500 mg/dl) after wearing the pod for 2 days with 2+ ketones. There was wetness on the adhesive pad and he could smell insulin. He also noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.